Event description:
It was reported that there was high threshold on the right atrial (ra) lead one day post implant. The physician asked if there is a problem with the steroid on the tip in a series of leads because the physician had this phenomenon several other times. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).